Event description:
A medtronic representative reported a navigation system with 2 caster wheels that were broken during transportation. There was no patient present when this issue was identified.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. The caster wheel assembly was not broken as reported. However, as returned, the post and cap had been removed from the assembly. The post was easily reinserted and the cap snapped back into place. Not able to determine the cause of the parts being separated. The part was replaced and there were no further issues.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.no parts have been returned to manufacturer for evaluation.